Event description:
It was reported the patient underwent surgical intervention to remove and replace her scs ipg. The patient reports she had not recharged her scs ipg since (B)(6) 2014.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Correction/removal reporting numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.